Event description:
It was reported that the stylus touch pen for the programmer was unable to be calibrated. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus pen is slightly off in lower right area of screen; able to calibrate the stylus pen via the programmer internal calibration system. The right antenna was unable to be tightened.